Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Laboratory results and initiation of a heparin infusion were pending. The patient experienced frequent ¿placement signal low¿ alarms, which were discussed with the physician, and echocardiography and repositioning of the impella (pullback) were recommended. Additional information indicated that the patient subsequently underwent impella explant. The patient remained on norepinephrine, received one unit of packed red blood cells, and was administered protamine for the explant procedure. The patient survived, remained stable, and continued under cardiothoracic surgery (cts) consultation.

Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, catalog, and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (major bleed) was not determined due to insufficient clinical details. The cause of the optical sensor issue was not established as no pump defects were found with returned pump and limited clinical information was provided. The cause of the device in wrong position issue was not established as no pump defects were found with returned pump and limited clinical information was provided.